Manufacturer narrative:
Exact date unknown, event occurred after a revision on (B)(6) 2020.

Event description:
It was reported that the patient had a suspected mild infection at the ipg site. The patient was placed on antibiotics.